Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following three treatments on (B)(6) 2014. A zoll pt service rep reported on (B)(6) 2014 that 10 mins after fitting the pt, the pt lost consciousness. The device was alarming and the pt was being transferred to a hosp via ems. The lifevest delivered three treatments. The first treatment was delivered at approx 16:32:03. The rhythm at the time of the treatment was ventricular tachycardia (vt). The post shock rhythm remained vt. The monitor reset following the treatment. The pt received two add'l treatments at around 16:36:14 and 16:38:29, resetting after each. The rhythm at the time of both treatments was vt and remained in vt after the treatment. As the pt was in vt prior to the treatments, it is likely that appropriate defibrillations were delivered. The pt's ECG data shows that the pt's rhythm converted to atrial flutter around 16:39:15. The pt remained at the hosp following the treatment and was to receive an ICD.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. The monitor was returned as routine maintenance and found to be fully functional. No complaint was initially generated as zoll at the time was unaware of the reset following the treatment. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset.